Event description:
The account alleged that the head of the bed slammed down on its own while a pt was in the bed. No injury reported.

Manufacturer narrative:
The account stated that the bed is back in service with no issues, the account could not replicate the alleged malfunction.